Event description:
A customer reported experiencing consecutive cartridge alarms with their insulin pump. No adverse impact was reported to the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the customer¿s pump, issuing a new pump with updated software. The customer was instructed on storage procedures and advised on steps to follow upon receipt of the replacement, agreeing to return the problematic pump using a prepaid label within ten days.